Event description:
On (B)(6), 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: black box shows no evidence of ¿load step malfunction¿ and several por events are recorded on 04/15/2015. Areturned battery cap and cartridge cap are undamaged and they are able to fit securely and to maintain electrical connection. Ez-prime¿ steps were performed correctly. Investigators were unable to duplicate ¿load step malfunction¿ complaint, the product performs within specifications. There was no defect found.